Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device full height drawer had failed due to damaged drawer slides. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. A field service engineer replaced the drawer slides to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer 6 cubie full height did not close and heard broken parts in back of drawer by the user.there were no adverse events or injuries reported based on this event.